Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized several times due to high blood glucose and diabetic ketoacidosis with blood glucose in the 400 mg/dl range at the time of the incidents. The customer was at 334 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incidents. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was reporting large swings in their blood glucose readings. The customer reported sensor updating and change sensor alarms. The customer does not believe the blood glucose issues are pump related. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.